Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional tests included use testing. An attempt was made to start the device the device immediately displayed, "cannot start pump, air in line". The air detector was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's air detector.

Event description:
Information was received indicating that ambulatory infusion pump exhibited an air in line error. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.